Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Replace strips and control. Customer will get another meter at the pharmacy. Most likely underlying root cause: mlc-41-dead battery. Note: at call back on (B)(6) 2017, the customer stated that they did not currently have any diabetic symptoms. Since the initial call, customer had contacted doctor and doctor's diagnosis was uncontrolled hyperglycemia. Customer's diabetic medications were increased. A new medication, metformin, was suggested by doctor. No additional blood tests were performed using the truetrack meter as the meter would not turn on.

Event description:
Customer initially reported meter was not reading blood and unspecified errors. Customer was feeling anxious and dizzy due to their blood glucose levels being high because they have not been able to give themselves the correct amount of insulin. Customer denies needing medical assistance at time of the call. Customer did not have all testing supplies at this time. Lot number customer provided is for old vial that customer had, and that was not involved in the device issue. Customer is not home to retrieve current vial and states they will not be home for the next few days. Customer was unwilling to retrieve testing materials in order to facilitate troubleshooting. Customer denies needing medical assistance at this time. Customer does not have all testing supplies at this time. Customer is not home to retrieve current vial and states they will not be home for the next few days as they will be spending the weekend at their beach side residence. Customer is unwilling to retrieve testing materials in order to facilitate troubleshooting.